Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h10, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Based on the available information (journal article), the reported event can be confirmed. However, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D10. Unknown cerasul head item# unknown lot# unknown. Unknown allotfit cup item# unknown lot# unknown. Unknown alloclassic stem item# unknown lot# unknown. G2. Foreign: spain. Literature: long-term follow-up of total hip arthroplasty using polyethylene-ceramic composite (sandwich) liner. Doi: 10.1177/11207000241239624. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a follow-up MDR will be submitted.

Event description:
On (B)(6)2024, a journal article was retrieved from hip international (2024) that reported an observational, longitudinal, ambispective, single-centre study from spain. The purpose of the study was to estimate the cumulative incidences of revision surgery and implant failure due to fractures, survival rates, and the long-term clinical and radiological outcomes. The study reviewed (B)(4) patients ((B)(4) hips) implanted between (B)(6) 1999 and (B)(6) 2002 at (B)(6) hospital. All surgeries were performed in a (B)(6) and cementless technique using allofit shells, cerasul alpha neutral liner paired with a ceramic cerasul head, and an alloclassic femoral stem. The indication for surgery was osteoarthritis ((B)(4) implants/(B)(4) patients, (B)(4) bilateral implants), osteonecrosis ((B)(4) implants/(B)(4) patients), sequelae of childhood pathology ((B)(4) implants/(B)(4) patients), and inflammatory arthritis ((B)(4) implants/(B)(4) patients). The study population had a mean age of 47.2 years at time of surgery (range, 44.6-49.9); ((B)(4) males / (B)(4) females). The median (range) follow-up period was 220 (183¿237) months (18.3 [15.3¿19.8] years). The study reported (B)(4) patient experienced a dislocation which was successfully treated with closed reduction. There were no further complications. Attempts have been made and additional information on the reported event is unavailable at this time.